Manufacturer narrative:
E1: (B)(6) hospital, (B)(6) hospital, (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image display error e216 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image whiteout issue. The issue occurred during service or maintenance. There were no reports of patient involvement.